Manufacturer narrative:
The technician found the pins on the communication board were bent. He straightened the pins to repair the bed.

Event description:
Info received indicates the bed is not sending calls to the nurse station.